Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming functionality testing, specifically an ECG fall-off test. Upon evaluation, the j7 connector was not soldered to the dome in ecgs c and d. The root cause is a manufacturing error. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ecgs were non-functional.